Manufacturer narrative:
The field service engineer (fse) adjusted the rinse block alignment to the aspiration probe to resolve issue. He performed system verification per established procedures and results met published performance specifications. (B)(4).

Event description:
The customer reported that 5 ml of diluted blood leaked from the coulter lh 500 hematology analyzer manual probe during backwash. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.